Manufacturer narrative:
This supplemental #2 report is being submitted for update device evaluated by manufacturer (see section h3), h6), and provide additional manufacturer narrative. System error was reproduced and it was found an articulation sleeve hole by material quality. Liquid infiltration via hole could affect electrical leakage that caused malfunction inside transducer. New articulation sleeve material has been implemented since sep. 2016 as improvement action. This defective transducer is prior corrective action.

Event description:
Additional information was received and it was reported that during patient planning, the transducer displayed a usacquisitionhw_40 error message when it was connected to the system. There was no patient involvement. No additional informantion was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of the event (see section b3), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), correct the patient code (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.